Event description:
Had two malyugin rings malfunction during surgery with two different surgeons. Told the issue occurred during deploying in to the patient's eye. There were no patient injuries. (B)(6) 2026: 3 more faulty rings. The issues occurred during deploying into the patient's eye and there were no patient injury caused.